Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that during their trial they were told to increase stimulation from 1.2 to 3.1 and it caused pain. The patient reported that this happened on the second day of the trial. The patient reported that stimulation was decreased and it resolved. The patient also reported that the fluttering was being felt intermittent on the left side of her vagina and found it unsettling. The patient also reported that they had pain at the lead insertion site and reported that the pain caused her psychological issues because the pain kept getting worse until it was decreased.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Removed patient code c50683, device code c62955, and conclusion code 92 as they no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient's back pain started when they did the trial. There were no further complications reported or anticipated.